Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, there was nothing unusual with the supplies or set up that could have caused or contributed to the reported alarm. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.